Event description:
It was reported that the left side strut was broken, which could affect patient support. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.